Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , a.6 , b.5 , d.6a , d.6b , h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right prothesis rupture. The device remains implanted.